Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) "about 3 months ago"; however the specific date could not be recalled by the customer. The customer had a blood glucose (bg) level over 600 mg/dl and ketones; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later with the issue resolved and no permanent damage, however the specific date could not be recalled by the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.